Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse switched on the machine. Machine was switching on properly, no such issue was produced. Then checked all the input /output voltage of machine and all were ok. Performed functional test and passed successfully. Observed the machine for one hour, it is working fine. Handed over the unit in good working condition to customer for clinical use.